Manufacturer narrative:
This report is filed march 21, 2016. Implanted device remains.

Event description:
Per the clinic, the patient is scheduled to have the device explanted due to migration of the electrode array due to a cholesteatoma. The patient will be reimplanted with a new device during the same surgery.